Manufacturer narrative:
(B)(4). Since the lot number and device will not be returned , identifying a definitive root cause will not be possible. Should additional information be received which indicated that the device may have caused or contributed to the event, an additional report would be submitted.

Event description:
It was reported that the implant is corroded at the tip of the implant and at the thread in the upper area also. The inner packaging seems to have abrasion (maybe metallic) in the white one tube. Doctor confirmed by phone that the procedure was completed with another implant.